Event description:
Tip of 2 arthrex chrondral picks broke off in patient during ankle arthroscopy. Both tips recovered by surgeon. No harm to patient. Patient: 4582. Device: 1069. Reference report: mw5190206.